Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, failed volume accuracy testing, 21.32 and 21.43.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(6). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed missing tamper seal. During functional check, the reported complaint was duplicated. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. Root cause is unknown. However, the over delivery expulsor was replaced.

Manufacturer narrative:
Information was received indicating that indicating that the event occurred during preventive maintenance. No patient was involved.